Event description:
Boston scientific received information that this patient presented with rapid atrial fibrillation with rapid conduction. It was noted that the left ventricular lead had an increase in pacing thresholds measurements as well as a change in sensing and pacing impedances measurements. A lead dislodgement was suspected. The patient was programmed with right ventricular pacing only, and the patient is awaiting an x-ray to confirm the dislodgement. A repositioning was planned. No adverse patient effects were reported. Additional information received noted that an x-ray performed confirmed that the left ventricular lead had dislodged. The patient will be followed up in the coming weeks. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.